Event description:
Upon receipt of the recall packet, the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the head section and center of the mattress exposed the inside of the mattress top cover. A new mattress was delivered out to the facility on (B)(6) 2014. This problem has been assigned to CAPA #(B)(4) and a follow-up report will be submitted upon completion of the corrective action.